Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump history crc failed and not able to rewind the insulin pump. The customer's blood glucose value was 199 mg/dl at the time of the incident. Troubleshooting was performed. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a pump error 43 during rewind followed by pump error 130 after restarting, fault isolated to the motor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 43 and pump error 130 alarms.